Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported an increased incidence of thrombosis midline catheters. Thrombosis at the tip of catheters (visible thrombose threads in ultrasound). No vitally serious effects.